Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer's continuous glucose monitor read "high," however, specific bg value was not provided. Customer changed pump supplies to address the issue.